Event description:
User reports preclean bottle piercing needle became bent, and has caused fluid to leak under the instrument onto the floor and into the walkway. No one slipped or was hurt and no pt samples were affected.

Manufacturer narrative:
The field service rep determined needle was bent when puncturing bottle of preclean and replaced titanium needle. He discarded punctured preclean bottle and replaced. Verified leak stopped.